Event description:
The representative reported that two microelectrode passes had been made during dbs surgery; subsequent to a second microelectrode pass, small droplets of blood had been noticed after removal of the electrode cannula and after the lead had been placed down the first electrode trajectory pass. A left-brain hemorrhage occurred after insertion of the dbs lead that resulted in acute hemiplegia and has been attributed to the surgical procedure. The representative had reported the micro-targeting drive interface had failed to communicate with the stimpilot workstation. Additional information has been requested from the physician.